Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Unable to verify the customer's complaint. The pump history was downloaded and analyzed no anomalies were found. There are no instances in the event log where the delivery units were changed from milligrams to micrograms. There are no error codes in the event log, and no indication that the pump settings were defaulted. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. No operational or functional failure was detected and the product was within specification.

Event description:
A report was received that alleged an overinfusion of morphine due to a programming error. The report states the device was inadvertently changed by a nurse who reportedly was unaware that the device could be programmed in either milligrams or micrograms. The patient was to receive 20ml of medication over 3 hours but received approximately 80ml. Narcan was administered and the patient recovered with no incident related medical sequelae.